Event description:
It was reported that the patient's blood glucose levels reached 486 mg/dl while wearing the pod between 4 and 24 hours and the arm. As treatment, the pod was removed and a new pod was applied.

Manufacturer narrative:
The pod was received with the soft cannula deployed and the formed needle extended out of the bottom housing window. The linkage assembly arms were observed to be extended, indicating that the linkage assembly and slide retract did not fully retract. Upon opening the pod, the formed needle fully retracted into the pod housing and the linkage assembly fully retracted. Score marks were observed on the underside of the top housing, indicating that the linkage assembly was misaligned with the top housing. This misalignment resulted in contact between the linkage assembly and the top housing that prevented the needle mechanism from fully retracting. Inspection of the needle mechanism components found no damages or defects that would result in the linkage assembly being misaligned. Investigation of the pod found no damages or manufacturing deficiencies that would prevent the proper delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.